Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 452 mg/dl. The customer treated with a correction bolus. The customer stated that she had problems with the quick sets and reservoirs. The customer stated that the glue on the quicksets was not sticking. The customer stated that her blood sugar was getting higher and higher. The customer stated that the rubber was jagged and insulin leaked out from the reservoir. The customer replaced the reservoir. The customer declined to troubleshoot for high readings.